Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard inflammatory nodules and diffuse swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. ¿ indurations or nodules at the injection site."

Event description:
Healthcare professional reports earlier this year patient was injected to the lips including the vermillion and lip body with juvéderm® volbella¿ with lidocaine, to the right cheek with juvéderm® voluma¿ with lidocaine (lot# vb20a60092), to the left cheek with juvéderm® voluma¿ with lidocaine (lot# vb20a60063), and to the right and left jawline with juvéderm® volift¿ with lidocaine. Five months later patient had a dental treatment and two weeks after that patient developed hard inflammatory nodules and diffuse swelling on the lips. Patient has ¿no obvious infection/abscess¿ but does have several non-tender nodules on the upper and lower lips. Patient has additionally developed mild swelling and nodules at the sites of the 8 point face lift (cheeks/jawline). The physician notes ¿complications have arisen at all sites injected although this was worse in the lips.¿ patient was treated with hylase, clarithromycin, and prednisolone and triamcinolone was injected to hard nodules on cheeks/jawline. The physician notes ¿without treatment, disfiguring swelling, abscesses or scarring could result.¿ symptoms have partially resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00931 ((B)(4)) and MDR ID# 3005113652-2016-00932 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reports earlier this year patient was injected to the lips including the vermillion and lip body with juvéderm® volbella¿ with lidocaine, to the right cheek with juvéderm® voluma¿ with lidocaine (lot# vb20a60092), to the left cheek with juvéderm® voluma¿ with lidocaine (lot# vb20a60063), and to the right and left jawline with juvéderm® volift¿ with lidocaine. Five months later patient had a dental treatment and two weeks after that patient developed hard inflammatory nodules and diffuse swelling on the lips. Patient has ¿no obvious infection/abscess¿ but does have several non-tender nodules on the upper and lower lips. Patient has additionally developed mild swelling and nodules at the sites of the 8 point face lift (cheeks/jawline). The physician notes ¿complications have arisen at all sites injected although this was worse in the lips.¿ patient was treated with hylase, clarithromycin, and prednisolone and triamcinolone was injected to hard nodules on cheeks/jawline. The physician notes ¿without treatment, disfiguring swelling, abscesses or scarring could result.¿ symptoms have partially resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00931 ((B)(4)) and MDR ID# 3005113652-2016-00932 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® volbella¿ with lidocaine.